Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible under sensing on current electrograms (egm) which may be causing device classified false termination of at/af episodes. The ra lead remains in use. No patient complications have been reported as aresult of this event.